Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. No sources of high current were noted however an abnormal transient battery voltage drop was detected consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the abnormal transient battery voltage drop was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
New info received that device was explanted on 3 oct 2019 however due to patient having left bundle branch block (lbbb) and qrs more than 130ms physician elected to upgrade the device. Patient was stable post procedure and will be discharged post op-check up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition.

Manufacturer narrative:
Date should have been oct 3, 2019 for MFR# report: 2938836-2019-13416.